Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (shoulder arthroplasty registry, iirr 00608). The subject underwent an initial left shoulder arthroplasty on (B)(6) 2025, during which the univers revers apex implant system was implanted. Upon review of clinical charts, it was identified that the subject experienced a fall on (B)(6) 2026, approximately 8.8 months post-surgery, during which the subject landed directly on the left shoulder. Following the fall, the subject reported constant pain and limited range of motion. Radiographic imaging demonstrated status post reverse total shoulder arthroplasty (rtsa) with a fracture of the glenoid vault and superior displacement of the glenoid baseplate. The findings were initially identified at a follow-up visit on (B)(6) 2026. At a subsequent follow-up visit on (B)(6) 2026, the subject was diagnosed with a closed displaced fracture of the glenoid cavity of the left scapula. As a result of these findings, the subject subsequently underwent revision surgery involving removal and replacement of all implanted devices. The subject continues to be followed post-revision for ongoing clinical management. According to the clinical assessment, the event was determined to be related to trauma (fall) and not related to the implanted devices.